Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized due to car crash due to low blood glucose on (B)(6) 2022. Customer's blood glucose level was 28 mg/dl at the time of hospitalization. Customer was driving and stopped at the side of the road and taken blood glucose and it was 90 mg/dl, about an hour and a half later she hit the car on the other side of the road. Customer was treated with glucagon. Customer stated that sensor had sensor updating. It was unknown that if the insulin pump was in auto mode at the time of the incident. The customer will continue use of the device.